Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) device was explanted due to suspected premature battery depletion. The physician questioned the longevity of the device. The device was implanted on february 7, 2003, and was explanted on october 5, 2006. A new ICD was implanted during the procedure without complication. No adverse patient effects were reported.